Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported entrapment of device could not be determined. The reported single leaflet device attachment (slda) was due to the reported entrapment of the device. The reported foreign body in patient appears to be due to procedural circumstances. The reported adverse events of foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures.there is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda), device entrapment, and foreign body in patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to insertion, it was noted that the patient had a posterior prolapse and an enlarged atrium. One clip was inserted and advanced into the left ventricle (lv); however, the physician attempted to pull the clip back into the left atrium (la), but resistance was felt. The clip was unable to be retracted into the la and the physician suspected the clip was caught in the chordae. Since the clip was unable to be removed from the chordae, grasping was performed, and the clip was deployed with the chordae still attached. However, after the clip was deployed, the tension from the chordae caused the clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was successfully implanted, reducing mr to a grade of 1 plus. There was no clinically significant delay in the procedure. No additional information was provided.